Event description:
This literature article details a clinical study in which 57 patients were treated with resolute integrity drug eluting stents to treat chronic total occlusion. The target vessels were located in the lad, lcx or the rca. On clinical follow-up at 9, 12 and 24 months, angiography results showed that patients treated with resolute integrity stents had suffered cardiac death, myocardial infarction, stent thrombosis, restenosis ,reocclusion and some required target lesion revascularisation.